Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007510, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 21-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6007510. The count of complaint is 6 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6007510 was manufactured according to the work instruction (wi) version 79 and manufactured in the multivac 12 on 05-jun-2024, with a total of (B)(4) units. The assembly, lot 4e04401 was manufactured according to the wi version 27 and manufactured in the quickset line, on 05-jun-2024, with a total of (B)(4) units. The assembly, lot 4e04402 was manufactured according to the wi version 27 and manufactured in the quickset line, on 05-jun-2024, with a total of (B)(4) units. The assembly, lot 4e04403 was manufactured according to the wi version 27 and manufactured in the quickset line, on 06-jun-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4e04384 was manufactured according to the wi version 41 and manufactured in the gluing machine 04 - 08 - 05, on 02-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 6 reportable complaints are met for the lot in question and malfunction code; further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) and got treated with manual injection. The blood glucose (bg) level at the time of admission was 216 mg/dl with symptoms including confusion, headache, vomiting, vision changes and dehydration and got treated with insulin administration in hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.